Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event was a faulty cable unit. The root cause of why the cable unit failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device had intermittent image. The visual field was suddenly lost. This is attributed to the cable break damage observed in the direction of the connector. The cable is leaking and needs replacing. In addition, it was determined that a pixel was defective, though still within the tolerance range. The defective pixel is still in the image when the optics are put on. The issue with the device could be caused by wear and tear over time. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for repair by the customer for the issue of being defective. There is no harm reported to any patient. Upon evaluation for repair, it was observed that the device had intermittent image. The visual field was suddenly lost. This is attributed to the cable break damage observed in the direction of the connector. This medwatch is being submitted for the reportable issue of image loss noted during evaluation.